Manufacturer narrative:
We are under investigation in details. The injection physician reported this event as "allergic synovitis". The injecting physician assessed her symptoms (local warmness, body temperature elevation, etc) and test results (nature of joint fluid, negative result of bacterial culture, etc) comprehensively and diagnosed and the event as drug allergy. The injecting physician denied the possibility of septic arthritis based on the results of bacterial culture (negative). But the possibility of infection arthritis cannot be ruled out even though bacterial culture was negative because bacteria detection rate in bacterial culture of the synovial fluid is generally lower than expected. The observed dermal rash is likely to be considered as secondary reaction of infection case. The most likely cause seems to be infectious arthritis due to procedures during administration etc.

Event description:
(B)(6) 2014 - a (B)(6) female patient received 1st injection of artz dispo tot he left knee for osteoarthritis. On her way home, she felt discomfort. (B)(6) 2014 - she developed generalized rash and a fever of 38 degrees c. She had swelling, pain and warmness in her left knee. (B)(6) 2014 - she visited the physician. She had a moderate warmness in her left knee, and a fever of 37s degrees c. She had a joint effusion and a standard bacterial smear culture examination was conducted for the joint fluid. The generalized rash was seemed to be drug eruption. (B)(6) 2014 - she was hospitalized because her knee pain was too severe to walk.